Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. The aortic neck was 23 mm in diameter and 15 mm in length with 10 degree angulation. It was reported that post implant the balloon pulled the bifur distal enough to create type 1 endoleak. This was immediately resolved with an aortic cuff. Per the physician the cause of the event was anatomy related (conical neck). No additional clinical sequelae were reported and the patient is fine.